Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (navy blue tip) separated from the main body (light blue) of the transfer set. It was stated the navy blue tip was unscrewing on the opposite side into the light blue color of the twist clamp. It was further reported that there was a tiny square light blue piece that broke and fell off from the inside. This was noticed while disconnecting from automated peritoneal dialysis (pd) therapy on the cycler. The transfer set was disinfected with chlorhexidine x24h and dried. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with an amia patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.